Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the information reviewed, a cause for the reported death cannot be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Dates of death, event, and implant: dates estimated. The clip remains implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report post mitraclip procedure, death occurred. It was reported through a research article, identifying the mitraclip device which maybe related to patient death. Details are listed in the attached article, titled pathophysiologic mechanisms of subvalvular repair and its clinical implications. No additional information was provided.